Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mobile cgm application shut down with an alert occurred. It was determined that the issue was related to the mobile application. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.